Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5092312) on 03-feb-2020. The most recent information was received on 03-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('my menses have been unpredictable-with heavy bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included bupropion hydrochloride (wellbutrin), buspirone hydrochloride (buspar), butalbital;caffeine;paracetamol (fioricet), drospirenone + ethinylestradiol + methyltetrahydrofolic acid-ca (beyaz), hydrocortisone cipionate, ondansetron (zofran melt) and sumatriptan (imitrex). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion disability), rash ("rashes developed around my joints"), depression ("depression"), polymenorrhoea ("my menses have been unpredictable. Happening in some cases twice a month"), fatigue ("I have been fatigued"), feeling abnormal ("I feel like im in fog"), memory impairment ("difficulty recalling words, dates and phrases or terms"), abdominal distension ("bloating") and migraine ("migraine") and was found to have weight increased ("my weight has been all over the place"). Essure treatment was ongoing at the time of the report. At the time of the report, the menorrhagia, rash, depression, polymenorrhoea, fatigue, feeling abnormal, memory impairment, weight increased, abdominal distension and migraine outcome was unknown. The reporter considered abdominal distension, depression, fatigue, feeling abnormal, memory impairment, menorrhagia, migraine, polymenorrhoea, rash and weight increased to be related to essure. The reporter commented: the seriousness criterion ¿disability/permanent damage¿ was reported, but not specified or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5092312) on 03-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('my menses have been unpredictable-with heavy bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included bupropion hydrochloride (wellbutrin), buspirone hydrochloride (buspar), butalbital; caffeine; paracetamol (fioricet), drospirenone + ethinylestradiol + methyltetrahydrofolic acid-ca (beyaz), hydrocortisone cypionate, ondansetron (zofran melt) and sumatriptan (imitrex). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion disability), rash ("rashes developed around my joints"), depression ("depression"), polymenorrhoea ("my menses have been unpredictable. Happening in some cases twice a month"), fatigue ("I have been fatigued"), feeling abnormal ("I feel like im in fog"), memory impairment ("difficulty recalling words, dates and phrases or terms"), abdominal distension ("bloating") and migraine ("migraine") and was found to have weight increased ("my weight has been all over the place"). Essure treatment was ongoing at the time of the report. At the time of the report, the menorrhagia, rash, depression, polymenorrhoea, fatigue, feeling abnormal, memory impairment, weight increased, abdominal distension and migraine outcome was unknown. The reporter considered abdominal distension, depression, fatigue, feeling abnormal, memory impairment, menorrhagia, migraine, polymenorrhoea, rash and weight increased to be related to essure. The reporter commented: the seriousness criterion ¿disability/permanent damage¿ was reported, but not specified or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.